Event description:
Report rec'd from USA stating that the hose of the device had a hole in it. The device was used in a spine surgery procedure. There was no pt or user injury. It is unk if delay or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).